Event description:
The clinician reports that the day the implant was placed in ada 13, failure occurred upon insertion. Details of surgery: implant surface not completely covered with bone and sinus augmentation. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.